Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels ranging from 45-73 mg/dl which resulted in the customer hitting their head. Bg cause was not known. Customer consumed carbohydrates, drank a juice, consumed candy and stopped insulin deliveries to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed from (B)(6) 2020. A total of 4 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Blood glucose (bg) of 53 mg/dl was entered into the pump by the user on (B)(6) 2020 at 6:10:46 pm. A user initiated tubing fill of size 36.38 units was observed at 3:04:43 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Blood glucose (bg) of 51 mg/dl was entered into the pump by the user on (B)(6) 2020 at 12:52:37 pm. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) of 44 mg/dl was entered into the pump by the user on (B)(6) 2020 at 11:55:59 am. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) of 44 mg/dl was entered into the pump by the user on (B)(6) 2020 at 12:54:27 pm. The user made the following bolus request(s) without entering current glucose or carbohydrates, while having insulin on board: time: 12:01:41 am. Date: (B)(6) 2020. Iob: 5.85. Bg: 0 mg/dl. Requesting a bolus without entering current glucose or carbohydrates and having insulin on board may lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.